Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
The needle stick injury occurred during a code white (violent patient) situation at which time the patient was receiving chemical restraint. The employee (an rn) engaged the safety with his thumb as directed by the product instructions and was bumped at which time his thumb slid from the proper position and was stuck by the needle. The employee received health care (was seen in ed) and then had follow up with the occupational health nurse. Blood work was done on the staff member as well as the patient as a precautionary measure. The patient had no known communicable diseases of concern at the time of needle stick injury.

Manufacturer narrative:
Brand name: 22 g x 1 in. Bd eclipse¿ needle, for use with bd luer-lok¿ syringe. On the initial MDR, bd corporate headquarters in (B)(4) has been listed as the manufacturing site of this device. As the catalog was unknown. The catalog number has since been supplied and those sections have been updated to reflect the correct manufacturing site as (B)(4). Device evaluation: results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. The manufacturing review shows that the defect is not contributed by pm, calibration or equipment. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Additionally, CAPA 4(B)(4) was initiated to identify and address the potential causes of safety shield disengagement. It is currently in the implementation stage. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). On 8/2/2016, the customer provided the catalog # 305768. Information corresponding to this catalog # is: medical device catalog #: 305768. PMA/510(k)# - k010188.